Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The technical assistance center (tac) provided phone support. The customer was advised to power down to remove and install scopes in light source. Also, the customer was advised to clear all errors before trying an additional scope. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that a b30 scope communication error occurs when connecting the scope to the tower/light source. The issue was found during reprocessing. There were no reports of patient harm.